Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) and entrapment of device cannot be determined. It is likely that these were due to a combination of challenging anatomy and procedural conditions. The reported foreign body in patient was a result of entrapment of device as the clip was deployed on the entrapped chordae. The reported mitral regurgitation (mr) was a result of the reported slda as the mr increased after the slda occurred. The reported patient effects of mr and foreign body in patient (failure to deliver mitraclip to the intended site) as listed in the instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, foreign body, and recurrent mitral regurgitation it was reported that the initial mitraclip procedure on (B)(6) 2020 was to treat functional mitral regurgitation (mr) with a grade of 4. The clip was successfully deployed, reducing mr to 1-2 then on (B)(6) 2021, during a tricuspid procedure, the clip was observed detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda),increasing mr to 3-4. Reportedly, the clip is entangled in chordae. The physician is planning the additional treatment. Additional treatment was not performed and the patient will be discharged as planned. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.